Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that when the nurse came to the room, the patient could not be woken up and did not react to pain stimulus. Pathological changes in the ECG were evident and the iacs did not alarm. The nurse then disabled spo2 alarm because patient was prepared for resuscitation procedure. When resuscitation was started, the emergency button (all alarms off) was pressed. The patient was resuscitated successfully and ventilated.

Manufacturer narrative:
Additional clarification was provided from the customer noting that there was no delay in the treatment of the patient because the caregiver was right in the room. The users were expecting both vt and ibp alarms for this event. After review of the strip reports and log files provided, it was found that the criteria for asystole was not met as the patient was in a state of a pea (pulseless electrical activity) cardiac arrest (which displays as a valid qrs complex that should produce a pulse, but does not) and stimulated by a pacemaker. The criteria for vt (ventricular tachycardia) was not met as paced beats were detected and not ventricular beats. The criteria for high heart rate was met and the device alarmed accordingly. The spo2 limit alarm was enabled during the event, the criteria for low spo2 was met and the device alarmed for this as designed. No alarms were generated for low ibp and apnea as these alarms were configured to off. There was no device malfunction.

Event description:
It was reported that when the nurse came to the room, the patient could not be woken up and did not react to pain stimulus. Pathological changes in the ECG were evident and the iacs did not alarm. The nurse then disabled spo2 alarm because patient was prepared for resuscitation procedure. When resuscitation was started, the emergency button (all alarms off) was pressed. The patient was resuscitated successfully and ventilated.